Event description:
The customer was admitted to the hospital for high bgs. The customer had 9mm quick set, but needed 6mm. It was stated that the customer was told by a nurse educator to take out the introduct needle from one infusion set, and placed this set on the introducer needle from another set. No other troubleshooting was performed at the time of call. Instructed patient not to use a set if the introducer needle is removed prior to insertion.